Manufacturer narrative:
Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery (aid) system user guide provides information about ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. No additional information relevant to the reported event has been made available to millyard advanced medical products, llc, at this time.

Event description:
An initial event notification was received by sequel med tech, llc, on 23-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported elevated glucose levels and, while attempting a correction bolus, observed that the pigtail tubing had detached from the body of the twiist cassette. The user reported that their glucose increased to 303 mg/dl before replacing the cassette and administering exogenous insulin. No medical intervention was required. The user remains ongoing on the twiist pump.